Event description:
The following has been reported by customer: pump was under-infusing over the tolerance. This device is under-infusing and was in clinical use at the time. Numerous test have been performed but the device is over the tolerance of +-3%. Investigation requested. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.